Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was frozen. The customer's blood glucose was 106 mg/dl at the time of incident. The customer stated that the clock was not advancing. The insulin pump alarmed unexpected restart as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display/frozen screen noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd was locked. Device was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test, unexpected restart alarms or stuck/reset time/date anomaly noted during testing. Device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.